Event description:
The patient received his scs system on (B)(6) 2008. On (B)(6) 2010, it was reported that the patient programmer turns off automatically immediately after being turned on. The patient is without stimulation. A new patient programmer was sent to the patient. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.